Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
On 8/16/2024, the customer's sister-in-law contacted tandem customer technical support (cts). To report, that the customer, was experiencing a blood glucose (bg) level of 36 mg/dl and that customer consumed juice to address the low bg. She also reported, that the customer had been experiencing ongoing high and low blood glucose levels for the past 2 weeks. On (B)(6) 2024, the customer¿s father reported, that the customer had died on (B)(6) 2024. The customer¿s father reported, that the cause of death was unknown. But indicated, that the customer had a bg level of over 900 mg/dl. It is unknown, if the customer was wearing the pump at the time of the event. At the time of this report, pump data is not available for review. Multiple attempts were made by tandem technical support to obtain additional information. However, no additional information could be obtained. Should tandem obtain additional information, a supplement report will be made.